Event description:
It was reported the home patient (hp) had reconnected their unprotected patient line to their transfer set after ended therapy previously on the home choice (hc). The hp stated they were informed to perform a manual exchange to finish therapy. The technical service representative (tsr) advised the hp to contact their peritoneal dialysis registered nurse (pdrn). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The patient guide provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.